Manufacturer narrative:
The technician found bent pins on the sidecom circuit board. The technician replaced the sidecom board to repair the bed.

Event description:
Information received indicates the nurse call is not working.